Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone he received a watchdog timeout. The customer was advised to revert a back up plan . The screen did not come back. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery test and displacement test or verify e13 or a13 alarm due to blank display.